Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and mildly calcified mid-left anterior descending artery (lad). A 2.75x20mm promus element ¿ drug-eluting stent was deployed to treat the target lesion. However, after deployment, a proximal edge dissection occurred. Subsequently, a 2.5x20 promus element ¿ drug-eluting stent was then deployed to cover the dissection and the procedure was completed. No patient complications were reported and the patient's status was stable.